Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the patient had been having a lot of nausea and vomiting. The patient first started experiencing the change in therapy with nausea and vomiting on (B)(6) 2015. The patient was in to increase the settings to try to reduce the symptoms on (B)(6) 2016. The patient's symptoms had not improved since their last programming sessions 6 months ago. At that time the amplitude was increased from 5.5v to 6.5v. The patient's current settings were at 6.5v, 330 pulse width, 14 hz, on for 1 second and off for 4 seconds, and at 506 ohms. The patient's settings were increased to 7.5v, 330 pulse width, 14 hz, on for 1 second and off for 4 seconds, and at 506 ohms. The troubleshooting performed related to the change in therapy with nausea and vomiting was a change in settings, low window showed up on interrogation, and the patient was sent to their primary care provider. The hcp reported that the patient's device was more than 7 years old and this device was replaced on (B)(6) 2015. The hcp was told that the numbers were that the impedance was 585 ohms, the voltage was 5.8v, current of 10.0 ma, pulse width of 330, rate of 14 hz, and the battery was on low cycling with 2 seconds on and 3 seconds off. The hcp would evaluate the patient in several weeks to see if the increase in amplitude helped treated the symptoms. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.